Manufacturer narrative:
P-cap locked in place successfully during testing. Unit powered on properly. Unit passed displacement and self test. Successfully utilized thump software to download history files and traces. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call date. During download review pump error 63 was recorded twice on (B)(6) 2024 at 19:38:43.000 hour through 19:38:55.000 hour. Per software engineering log, it was determined that pump error 63 was generated due to hardware error with variable (15). File #=2017 line #=147. Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Moisture damage noted on electronic assemblies, force sensor gold traces and motor flex connector gold traces during visual inspection. Isolate to electronic stack. The following were also noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), pillowing keypad overlay, and scratched case in summary, customer concern for pump error 63 alarm was confirmed. Pump error 63 alarm due to hardware error triggered by corroded electronic assembly. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for the event.customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.